Event description:
It was reported that the twist clamp on a minicap transfer set was loose to open/close. The transfer set was in use for 7 days prior to the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A microscopic inspection of the device found no issues. Leak testing, clear passage testing, clamp function testing, and torque testing were performed with no issues noted. Results of the visual inspection and functional tests identified that the sample met all product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.